Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterovaginal prolapse, pelvic pain, rectocele, and a thinning vaginal wall. It was reported that after a hysterectomy, posterior repair, and enterocele repair procedure where this device was implanted, the patient experienced excessive bleeding, dyspareunia, erosion, and urinary incontinence. Mesh revision surgery was performed, as well as resection of the eroded area that was 1 cm x 7 cm from the introitus. The procedure had good approximation with no graft underneath the approximated area. Antibiotics were prescribed and a diagnosis made of posterior graft erosion.